Manufacturer narrative:
Method - facility has reported device will be sampled (B)(4), 2011. Result - medivators is awaiting sample results.to date, the facility has not sampled aer unit for testing. Protocols to validate the antimicrobial effectiveness of a medivators aer unit were provided to facility. Facility plans to take sample for testing by (B)(6), 2011. It was not reported the unit errored or operated out of specification. If additional information is received, minntech will review upon receipt.

Event description:
Facility reported three cases of brochoscope washing cultures growing geotrichum species ((B)(6) 2011). Point of contamination is unknown at this time.